Manufacturer narrative:
Continuation of medical products: d314drg ICD, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing p-waves. The patient has chronic atrial fibrillation (af). The ra lead was programmed off and remains in the patient out of service. No patient complications have been reported as a result of this event.